Event description:
The customer reported that the system had no power and would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The smart power switch assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.